Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit was not able to read the scope as soon as it was inserted and had a loose latch. There was no procedure in this event and the customer further reported this occurred during transportation of the tower. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed, damaged front panel and fp chassis were noted, and stripped screw-hole. It was suspected that the device may have been repaired by a third party. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope connector was tightened too much by over-tightening the front panel, resulting in a poor scope installation. Olympus will continue to monitor field performance for this device.